Event description:
Customer reported via phone call that she had an x ray of her knees done and was told not to take off the insulin pump. Customer stated that she was changing the infusion set and the screen of the insulin pump started jumping through other menu screens and making a ticking noise. Customer stated she did not receive a motor error or no delivery alarm. Blood glucose value was 487 mg/dl; customer treated with the insulin pump. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.